Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
A patient has reported that she underwent a hallux rigidus procedure on her right foot on (B)(6) 2017. The patient began having significant pain in her foot and during her follow up visit with the surgeon on (B)(6) 2018 the surgeon took an x-ray of her foot. Surgeon showed patient and explained that the tip of the inserter instrument which is used to insert the ar-1530bc screws had broken off in her foot. Patient stated that the surgeon informed her that he was aware, at the time of the procedure, that the device tip remained in her foot. Patient was never informed of this until the (B)(6) 2018 follow up. Surgeon told patient that in his opinion this occurs frequently and most patient's bone grows over the device, creating no issues. In this patient's case the bone has not grown over the device and patient states her body appears to be rejecting the foreign object and is pushing the device out. The device is now protruding up toward the top of her toe which is causing significant pain as it is pushing against the tendon. Follow-up investigation: patient operative report and implant log were provided. The operative report indicates that three anchors were used. The implant log only shows two anchors. Patient's surgeon has suggested bringing patient to surgery to remove the foreign object. Patient plans to get a second opinion before allowing same surgeon to operate again. Patient has been provided the material composition of the device inserter tip which is 440c heat treated stainless steel.